Event description:
Information was received from a health care provider regarding a patient who was receiving 1800 mcg/ml clonidine at 1143.7 mcg/day and 30 mg/ml morphine at 19.062 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that since (B)(6) 2016, sometimes when the patient took oral medication for breakthrough pain she felt really weird. The patient also stated that at other times, the pain wouldn't go away. The patient felt there may be a leak with the pump. No troubleshooting or interventions were reported. The cause was unconfirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.